Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the lad. Approx 9 months post index procedure the patient died. The investigator and safety assessed the event as not related to the index device or anti-platelet medication.

Manufacturer narrative:
Cec adjudicated the death as cardiac with unknown cause. If information is provided in the future, a supplemental report will be issued.